Event description:
Boston scientific crm received information that this dextrus lead was explanted, due to elevated thresholds and poor sensing, which developed in the first two weeks following the implant procedure. The physician elected to wait and see if they would improve. However, they continued to worsen, so he explanted and replaced the lead with a new lead. It was noted that there was no issues with the 4137 and that the fixation mechanism was functioning just as designed. The date of implant was not provided.